Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the nurse stated that the arctic sun device was not cooling patient. Noted issues last night and thought they resolved but device was alerting 113 (reduced water temperature control). Patient temperature (pt) was 36.2c, targeted temperature (tt) was 36c, water temperature (wt) was 29.5c and 4 large pads connected. System diagnostics was outlet monitor temperature (t1) was 29.5c, outlet control temperature (t2) was 29.5c, inlet temperature (t3) was 29.5c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was 7psi, circulation pump command (cpc) was 76 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 9043.2, pump hours was 8368.8. Noted device need to be sent to biomed labeled 113 (reduced water temperature control) for evaluation of mixing pump. Per nurse no other devices available. Only other device was currently in use. Noted they would need to find an alternate method for therapy. Per review of wo on 05apr2023, bad mixing pump, coming in for the 2000 hour pm service.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.